Event description:
Per the clinic, the patient reported a shocking sensation from the sound processor. There were no reports of patient injury associated with this event. Additional information has been requested, but has not been provided as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on 21 mar 2014.